Event description:
It was reported that after use with bd microtainer® contact-activated lancet the lancet did not retract. User impact was not reported. The following information was provided by the initial reporter: I am emailing to report an incident which occurred within our unit when using the bd microtainer contact activated lancet. The member of staff involved sustained a needle stick injury as the lancet did not retract after use. The batch number was a7c31e2.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with bd microtainer® contact-activated lancet the lancet did not retract. User impact was not reported. The following information was provided by the initial reporter: I am emailing to report an incident which occurred within our unit when using the bd microtainer contact activated lancet. The member of staff involved sustained a needle stick injury as the lancet did not retract after use. The batch number was a7c31e2.